Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead may have moved to the right, and was having neck and arm pain. The patient underwent a cervical facet injection.

Event description:
It was reported that the patients lead may have moved to the right, and was having neck and arm pain. The patient underwent a cervical facet injection. Additional information was received that it was determined that the patients pain was coming from her right shoulder based on the CT scan she did. The patient was referred to a shoulder surgeon to further her care. The patient was happy with the scs (spinal cord system) and was getting good coverage and pain relief.